Event description:
The pt has reportedly experienced fluctuating performance with her device and also experienced sounds of static. A revision surgery has been scheduled for the pt. Advanced bionics is currently in the process of gathering add'l info. When more info becomes available a supplemental report will be submitted.